Event description:
It was reported that a hypoglycemic event occurred. The sensor was inserted on (B)(6) 2023. On the same day the sensor was inserted, the patient's mother-in-law and fiancé found the patient unconscious and called the paramedics. When paramedics arrived, the patient was still unconscious, stiff, shaking and in a "pool of sweat". The paramedics treated the patient with IV therapy and indicated that the patient's blood glucose was below 30 mg/dl. The patient regained consciousness after treatment and did not have to go to the emergency room. The patient stated that when she looked at the clarity app, during the time of the incident, the dexcom g7 app was reading "low" but reported that she did not hear any alerts. At the time of the report, the patient was doing better. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. Data investigation could not confirm no audio output on (B)(6) 2023. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.